Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital, upon interrogation the right ventricular lead exhibited loss of capture and loss of sensing due to dislodgement. The lead was explanted and replaced successfully. The patient was stable before during and post the procedure.